Event description:
After 20 years from implantation the octopus liner is completely worn. The hcp has requested a custom made to replace the existing liner additional event information received from the sales rep states the revision surgery not scheduled yet. The surgeon is waiting for the custom made liner. Primary surgery date or the original implantation date was (B)(6) 2013. Affected side: left.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date. G4: no 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.